Manufacturer narrative:
Pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Additional information was requested, and the following was obtained: it was reported that "that during multiple CABG cases, the needle is popping off of the suture." * could you please confirm the number of procedure affected by this issue. >n/a * if possible, please confirm the number of needles that pop off per procedure. > n/a please specify when did the needle detachment occur: * was the needle separated during dispensing, but before use on the patient? If yes, how many times? >while suturing the tissue * or was the needle prematurely released from the suture strand during use on the patient. If yes, how many times. >n/a * tjcjsb was not recognized as valid lot number. Could you please confirm the lot number of the product that was used? > lot no. Tjbjsb attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that the patient underwent a coronary artery bypass graft (CABG) procedure on an unknown date in 2024 and suture was used. It was reported that during multiple CABG cases, the needle was popping off the suture needle. The case was completed with a like device. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.